Manufacturer narrative:
During troubleshooting on the phone with (B)(6) representative, the user was instructed to open a new cartridge of strips and test his bg level. This troubleshooting was unable to be completed at that time. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report low and inconsistent blood glucose (bg) readings. The user reported receiving bg readings of 55 mg/dl, 90 mg/dl, and 100 mg/dl from his dario meter using blood samples from the user's three different finger pricks. The user reported that following the above, he performed a side by side bg test with the same drop of blood, and received readings of 92 mg/dl and 117 mg/dl from his dario meter.